Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 499 mg/dl. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery.